Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead was capped on (B)(6) 2023 for an unknown reason and the patient's condition was unknown.